Manufacturer narrative:
This report is submitted on 12 jan 2021.

Event description:
Per the clinic, the device was explanted and the patient was reimplanted with a new device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on december 07, 2021.